Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead measurements deteriorated with high thresholds and decreased r-wave. During the repositioning procedure, the helix was retracted and repositioned, but the helix could not be redeployed. The lead was explanted and replaced. Torque test after removal observed torque transmitting to just proximal to the lead tip, however no helix movement could be seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. The helix of the lead had an out of specification analysis result for extension/retraction due to blood. The analyst noted that the lead was received with the distal conductor and the helix full of dried blood which prevents the helix from performing properly. If information is provided in the future, a supplemental report will be issued.